Event description:
It was reported that the patient underwent a hysterectomy procedure on (B)(6) 2024 and suture was used. Oxidation was found on the newly dispensed suture when preparing for surgery, and the color was different from that of the normal one. Changed to another one to complete the surgery. No patient consequence was reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. The returned sample revealed that it was received one open sample that pertained to product code vcpp81. Upon visual assessment of the returned sample, it was observed that the strands had an unusual color due to had begun with a degradation process caused by exposure to the environment. In addition, no foreign matter was found during the evaluation. This product code contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.